Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Assistance was required in obtaining glucose tablets to address bg. Reportedly, the customer did not have an active continuous glucose monitor session started. Recommendation was made to consult with a healthcare provider to discuss diabetes management.